Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were trying to "reset and increase my tens unit and all I get is I have to recharge everything" which they said they'd already done. They said it was saying they were "not charged" and they had to charge everything and it "keeps dropping down to zero." Patient services asked the patient what they meant by tens unit and if they were referring to their implant and the patient said "I never said anything about a tens unit. I have a stimulator." Patient services asked the patient if they had their external devices available to troubleshoot and the patient said they were not "technological" and they had no idea what patient services was talking about. They said they did not have a smart programmer, they said they had an iphone. Patient services asked the patient if they had a blue wallet and the patient confirmed and admitted they had a "blue thing" they put over their implant but "it keeps saying I'm not charged" and "before it worked." Patient was escalated on the call and said they were going to tell their managing healthcare provider (hcp) that they were an idiot for giving them this device that didn't work for their symptoms since they got it. Then they said since implant it worked some, but it was intermittent. Patient services wanted to note that the patient was very confused and difficult to follow on the call. They did not have anyone to assist them and said they were "done" and they would just follow up with their hcp and they disconnected the line. Thus patient services was unable to clarify or collect any further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.